Manufacturer narrative:
H3 : no additional evaluation done, just additional follow up received medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was stated that the clinical site has corrected again to normal battery depletion. No indication that this was not normal battery depletion. No further complications noted or anticipated

Manufacturer narrative:
Analysis identified that the #3 conductor was broken at the electrode weld site, 2.3 cm from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 3889-41 lot# va1vnsc serial# implanted: (B)(6) explanted: (B)(6) product type lead h3: analysis of the ins (B)(6) found no anomalies. The device passed all testing in the laboratory. Result code 213 applies to the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the battery was changed during the lead revision due to not normal battery depletion.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-41, lot#: va1vnsc, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 3889-41, serial/lot #: (B)(4), ubd: 19-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had therapeutic benefit shortly after implant, but then they lost it. The patient was seen in clinic sometime in may, and it was confirmed that the 3 electrode impedances were all out of range. It was noted that x-rays were taken to verify lead placement and reprogramming was done at some point in may as well, but the date was unknown. Per the surgeon, it was likely that the pudendal lead migrated, but it was unknown why it migrated. The surgeon removed the old lead and ins and placed a new lead and ins on the left side, and the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.